Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, pt reported swelling in their legs, and instances of falling. It was stated the pt believed their ins was turned off. On (B)(6) 2010, it was reported the pt was seeing their health care provider to have their implantable neurostimulator (ins) replaced. The ins was replaced on (B)(6) 2010. On (B)(6) 2011, it was reported the pt was still having unspecified problems with their system. Add'l info has been requested. A f/u report will sent if add'l info becomes available.